Event description:
Ous MDR. Boston scientific crm received info that one day post implant, this atrial lead dislodged. The pt had an intrinsic rhythm of atrial flutter with variable block. A revision procedure was performed; the lead was successfully repositioned and remains in service. No adverse pt effects were noted.

Manufacturer narrative:
Ous MDR. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed no deviations in the device manufacturing.